Manufacturer narrative:
Retainer = black. On (B)(6) /2021 the customer alleged getting insulin flow blocked alarms whenever she does the fill tubing after removing an old reservoir stuck in the insulin pump with a pliers. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Device seats immediately during the prime/fill and insulin flow blocked alarms due to the motor slide tip broken off motor slide getting stuck to the motor sleeve. Device passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion due to motor slide damage. The trace/history files were successfully downloaded using thump. A review of the pump history files shows sixteen no delivery (insulin flow blocked) alarms (B)(6) 2021 from 02:13 until 09:30. A test p-cap does lock into place inside the reservoir compartment properly. Insulin flow blocked alarms are confirmed. Insulin flow blocked alarms during rewind due to the motor slide tip broken off motor slide getting stuck to the motor sleeve. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that the old reservoir is stuck in the insulin pump and then they try to use pliers and tried to take it and it went out but when they tried to insert another reservoir and it was last reservoir they getting insulin flow blocked whenever they fill tubing. Customer stated that the insulin exit tubing with manual plunger push. Customer stated that they rewind insulin pump, reinsert reservoir into pump and run load reservoir or fill tubing to at least 5.0u but insulin pump alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.